Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. Furthermore, the patient allegedly experienced blood clots and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months later, ventilation¿perfusion (vq) scan showed large area of decreased perfusion in the posterolateral aspect of the right upper lobe. This was larger than its ventilation abnormality and segment. These findings are consistent with high probability for pulmonary embolism to the right upper lobe. After one-year, computed tomography angiography of chest showed internal bands of low density in the right lower lobe pulmonary artery creates a web which indicates chronic pulmonary embolism. There was no large or central pulmonary embolus. After ten months, computed tomography of the abdomen revealed the filter was tilted anterior and to the left with its cone laid on the inferior vena cava wall. The legs of the filter penetrate through the inferior vena cava wall. Two legs penetrate the anterior periosteum of a lumbar vertebra. The other legs penetrate into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 09/2013). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, the patient allegedly experienced blood clots and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months post filter deployment, scout view of the abdomen was performed which showed there was an intravenous filter along the region of the inferior vena cava with tip projecting near the l2 level. Around two months later a supine and left lateral decubitus views of the abdomen was performed since the patient experienced abdominal pain which showed there was an inferior vena cava filter at the level of l3 and the same months a computed tomography (CT) of abdomen and pelvis with intravenous contrast was performed which showed inferior vena cava was small in caliber with the findings shown as consistent with a high probability for pulmonary embolism. Nine months later the patient had a low back pain and three views of lumbar spine was performed which showed there was an inferior vena cava filter to the right side of the spine at the l2-3 level. Approximately one year and eleven months later,computed tomography(CT) of abdomen and pelvis with intravenous contrast was performed which showed an infrarenal inferior vena cava filter with multiple legs extending into the retroperitoneum. Two years and two months later, another computed tomography (CT) scan of abdomen and pelvis showed there was a bard meridian filter in the infra-renal inferior vena cava and the tip of the filter was positioned at the level of the superior endplate of l3 with a 11-degree tilt to the left and 13-degree anterior tilt. The apex of the filter was embedded in the left anterior lateral wall of the inferior vena cava and the findings showed 12 o'clock arm with grade 2 penetration of the inferior vena cava into the retroperitoneum, 2 o'clock arm within the inferior vena cava, 4 o'clock arm with grade 2 penetration of the inferior vena cava into the retroperitoneum, 6 o'clock arm with grade 3 interaction with the anterior cortex of the l3 vertebral body, 7 o'clock arm within the inferior vena cava lumen, 10 o'clock arm within the inferior vena cava lumen, 12 o'clock leg with within the inferior vena cava lumen, 3 o'clock leg with grade 2 penetration of the inferior vena cava into the retroperitoneum, 4 0' clock leg with grade 3 interaction with the posterior wall of the aorta, 5 o'clock leg with grade 3 penetration of the l4 vertebral body superior endplate and l3/4 intervertebral disk, 7 0' clock leg with grade 3 interaction with the right psoas muscle and 10 o'clock leg with grade 2 penetration of the inferior vena cava into the retroperitoneum. Therefore, the investigation is confirmed for perforation of the inferior vena cava. The investigation is also unconfirmed for the alleged filter tilt as the filter was slightly angulated to the left side and anterior but acceptable, 11 degrees and 13 degrees respectively. Additionally, it can be confirmed that the patient experienced pulmonary embolism above the filter post deployment. However, the relationship to the filter is unknown. However the investigation is inconclusive for thrombus above the filter deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 09/2013), g3, h6(patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013), (manufacturing date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, the patient allegedly experienced blood clots and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.